Event description:
It was reported that pump displayed malfunction alarm after pump got snagged on something and hit counter. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance from support, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any further malfunction alarms occurred.